Manufacturer narrative:
It was reported that the device unexpectedly exited MRI mode during interrogation. Based on session records and system logs received and reviewed, it was observed that the ¿disable MRI settings¿ button was selected by the user, which would result in the reported event. This is normal device behavior.

Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. Upon interrogation, post-MRI procedure, it was noted that the option to disable MRI mode was not available and exhibited slow telemetry connectivity. No intervention was performed, and the patient will continue to be monitored.